Event description:
A malfunction alarm occurred, but there was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, ensuring the issue did not recur. The customer was advised to continue using the pump and to contact support again if any malfunction code appeared in the future.